Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A system alarm occurred during a routine hemodialysis treatment and clear fluid was observed leaking from the cartridge. The operator ended treatment without performing rinseback, resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback of the patient's blood as instructed in the user's guide when a leak is observed. Evaluation of the returned cartridge confirmed a dialysate leak at the balance chamber of the cartridge. The exact cause of the leak is under investigation. The cycler alarmed appropriately. The user's guide includes the following warning, "the nxstage cycler may not sense slow fluid or blood leaks resulting from loose connections, faulty components, venous access disconnection or other potential causes. Leaking fluids could lead to blood loss, injury, or death. Leaking fluids could also cause a person to slip or fall. Always tighten and recheck patient vascular access and all fluid lines, connections and clamps. Secure the blood access device to the patient. Visually inspect the system periodically for evidence of leaks. Terminate treatment if leak can not be resolved." Facility staff is aware of the event. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No additional information will be provided.